Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with diaphragmatic stimulation. Interrogation revealed that the right ventricular (rv) lead exhibited non capture and no sensing. A chest x-ray was performed which showed that the lead had perforated the right ventricle. The lead was planned to be repositioned, but when the lead was inspected, there was a piece of tissue on the helix that could not be removed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis indicated that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.